Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. Customer did not take any action to address the bg. The customer loaded a new cartridge to resolve the issue and resume insulin therapy.